Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. Additional information was requested, and the following was obtained via: can you please confirm what tissue was being sutured when the event occurred? Response: while doing fascia/muscle closure during gynaecological procedure can you please confirm was the needle piece(s) retrieved during the same procedure? Response: needle piece was retrieved during the same procedure. Can you please confirm was there any additional tissue damage as a result of searching for the needle piece? Response: no additional tissue damage at this stage. Can you please describe the current condition of the patient? Response: patient current condition is unknown. Can you please confirm what was the size of the needle used? Response: needle length is 31mm. Can you please confirm was more than half the needle retained in the patient? Response: sales rep do not have this information. Can you please provide the procedure date? Response: (B)(6) 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke. There were no patient consequences reported. Additional information was requested.